Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On 11/11/2025, it was reported that the patient experienced inaccurate egv readings and nearly passed out while at work. He was unable to recall the details of the event. The glycemic state, bias of the inaccuracy, and treatment and management of symptoms was not documented. The documentation notes that there was injury, illness, or required medical treatment due to the use of the dexcom device; however, further details are unspecified. Follow up attempts were documented as unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).